Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. The cannula had also dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 49. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Changing your pod. Chapter 3 / page 37. Warnings: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin. Ask your healthcare provider for instructions for handling interrupted insulin delivery, which may include an injection of rapid-acting insulin. Living with diabetes. Chapter 13 / page 182. If left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself.

Event description:
It was reported while travelling to austria the patient had to go to the hospital with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttock. Symptoms reported are hyperglycemia, vomiting, and extreme fatigue. The patient's mother states her son was running high and later realized that cannula was out of the skin. They went to emergency room but was not hospitalized, in austria. The patient was treated with an intravenous therapy of fluids and that she declined to keep her son overnight per the hospital staff request due to being in a foreign country.